Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28, lot# va16b7t, implanted: (B)(6) 2016, product type: lead. Device code (B)(4) applied to the lead and (B)(4) applied to the implantable neurostimulator (ins).

Event description:
Additional information received from patient reported that they saw their healthcare provider (hcp) on (B)(6) 2017. Patient was informed by hcp that they had a broken lead. Patient stated it was like their device had been turned off. Patient had scheduled to replace the lead on (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for bowel dysfunction and gas trointestinal/pelvic floor who reported that the patient had gone to their healthcare provider (hcp) on (B)(6) 2017 and therapy was working great, but on (B)(6) the patient suddenly became incontinent again. The patient's symptoms were like they were prior to the surgery and became worse and worse. When the patient was asked about adjusting stimulation the patient stated that they had not touched it, but did last night and may have made some adjustments. The patient stated the patient programmer (pp) would not connect at first, but then it did. Patient denied any medical procedure or interference that could have contributed to the issue. The only change the patient reported was a medication change in which the dosage was altered for 3 days. The patient was advised to continue working with their hcp to resolve the issue. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va16b7t, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
Additional information was received from a manufacture representative (rep). Rep said the patient experienced a lack of symptom relief. When the patient came to the doctor, high impedances on electrode 0 was found during an interrogation. No environmental/external/patient factors were involved with the high impedances. The lead was replaced and the issue was resolved. No further patient complications have been reported as a result of this event.